Event description:
Customer reported that during chart check they noticed that a radiation treatment field was not treated during the 1/12/06 treatment session. The status of the treatment session was shown as being only partially treated, but the therapist thought did not recall any error messages or problems. Subsequently, it was determined that the field was in fact skipped, resulting in a potential under-dose to the patient. If this treatment plan were to continue without adjustments, this would be an under-dose from the patient prescription. The customer stated that they do no consider this a serious injury.